Event description:
It was reported by service report that the head right side rail will not stay up and the power cord is frayed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Insufficient lubrication on the siderail.